Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - (B)(6). It was reported via legal notification that patient underwent initial total left knee replacement surgery on (B)(6) 2013 and was implanted with an optetrak device, including a size 3, 9 mm optetrak logic tibial insert made of polyethylene. Plaintiff was diagnosed with aseptic loosening of her left knee replacement. She underwent revision surgery of her left knee on (B)(6) 2021, approximately 8 years post initial procedure. During the revision surgery, plaintiff¿s surgeon stated, ¿there was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be severe wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis.¿ upon information and belief, the loose components and osteolysis in plaintiff¿s left knee was due to premature polyethylene wear of the tibial insert. No device return anticipated due to this being a legal case. No further information.